Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and leak testing were performed with no issues noted. A lab minicap was attached to the device and no leaks were noted. Clear passage and clamp function testing were performed with no issues noted. The reported problem could not be confirmed. A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at an unspecified part of the tubing of a minicap transfer set. This occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.